Event description:
It was reported that the patient presented to clinic for follow up. Upon interrogation it was noted that the implantable cardioverter defibrillator (ICD) was in backup mode due to receiving a magnetic resonance imaging (MRI) without entering MRI settings. The ICD was successfully restored. The patient was in stable condition.